Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Is the current patient status known? Yes, ok. 2. Were there any consequences or changes in the patient's post-operative care as a result of the event? As described in the product complaint, yes, the patient spent an additional 24 hours with a drain due to a greater air leak, and remained an additional 24 hours in the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection, that after closing the articulated stapler to start the shots in the lung, the same brake stopped before the shot was not possible to reopen. After attempts to stir the reverse and change the polarity of the battery, the opening security mechanism had to be triggered - black lever - and after a few attempts the stapler opened. This handling caused a "injury" in the lung. Patient had more air flight being necessary another day of drain and cti.

Manufacturer narrative:
(B)(4). Date sent 12/1/2025. D4 batch #. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 497d71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photo shows one tyvek related to a product code ech45l and with lot number c9dp0a. The third photo show one paper with the device's information. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.